Event description:
It was reported that customer experienced continuous glucose monitor error 42 while using sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received guidance to perform complete pump reset, and after reset successfully restarted sensor session with no further error reported.